Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. Additional Narrative:D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.If information is obtained that was not available for the initial MedWatch, a Follow-up MedWatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (CER) from a related research activity database (DRRA) for patients undergoing: Evaluation of Clinical Outcomes in Patients Treated with a Gentamicin¿Coated Tibial Nail Compared to Patients Treated with an Uncoated Intramedullary Internal Fixation Device taken from United Kingdom (UK) Barts Health NHS Trust medical records. Potential complaint data as per Medical Records: Depuy Synthes EXPERT¿ Tibial Nail PROtect¿ (ETN PROtect). UNK - Constructs Expert Tibial Nail Protect:Within 12 months post-index procedure/from the day after the index procedure:Qty 5: Fracture-related infection.Qty 25 Composite safety endpoint (revision, removal, reoperation for open tibial fracture, supplemental external fixation, nephrotoxicity, or death).Qty 4 revision.Qty 13 removal.Qty 3 reoperation for open tibial fracture.Qty 3 Supplemental external fixation.Qty 1 nephrotoxicity.Qty 5 death.Qty 4 nonunion.Qty 1 antibiotic resistance. Within 24 months post-index procedure/from the day after the index procedure (not mutually exclusive with 12 months):Qty 4 fracture-related infection.Qty 23 Composite safety endpoint (revision, removal, reoperation for open tibial fracture, supplemental external fixation, nephrotoxicity, or death).Qty 3 revision.Qty 15 removal.Qty 3 reoperation for open tibial fracture.Qty 2 supplemental external fixation.Qty 1 nephrotoxicity.Qty 2 death.Qty 3 nonunion.